Manufacturer narrative:
As reported, capsure fixation device deployed two entangled fasteners. Evaluation of the returned device could not reproduce the reported event that the device deployed two entangled fasteners at once and jammed during fixation. The device functioned as intended during functional and simulated use testing. Based on the sample evaluation there is no indication the device would deploy two entangled fasteners and got jammed. No manufacturing anomalies found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2023. The instructions for use (IFU) that was included with the product adequately prescribe the proper use of the device. It states "¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic ventral hernia repair, capsure fixation device was used to fixate a ventra light st mesh. It was reported that the capsure device released 10 fasteners successfully. On further deployment, two fasteners entangled to each other. It was also reported that the fasteners were removed, and the device got jammed and failed to release the fasteners. The procedure was completed using a new capsure device and there was no patient injury.